Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the distal esophagus during an esophageal dilation procedure performed on (B)(6) 2024. During the procedure, the balloon was introduced through the working channel and inflation was performed. However, a loss of pressure was evident, so the balloon was removed and inspected. A balloon perforation was noted during visual inspection. The procedure was successfully completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole. Block h11: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection found that the balloon had a pinhole located approximately at 13 mm from the tip of the device which was confirmed during microscopic analysis. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 13 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the distal esophagus during an esophageal dilation procedure performed on (B)(6) 2024. During the procedure, the balloon was introduced through the working channel and inflation was performed. However, a loss of pressure was evident, so the balloon was removed and inspected. A balloon perforation was noted during visual inspection. The procedure was successfully completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.